Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system. During the procedure, the valve was positioned at a lower position, and a heart block was noted. So, the valve was planned to be implanted at a higher position. Upon release, the valve slowly migrated. On the following day, the patient was sent to a surgery for an unspecified reason. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of migration, heart block and device malposition was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information available, the cause of the reported device migration toward the aortic direction could not be conclusively determined. However, the migration seems to have occurred due to procedural complications, specifically higher implant depth. The cause of the reported heart block could not be conclusively determined. The reported hospitalization or prolonged hospitalization and surgical intervention were a result of case-specific circumstances, as the device was surgically removed, and the patient required extended hospitalization. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using an unknown flexnav delivery system. The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. There was calcification from the annulus to the subvalvular to left ventricular outflow tract (lvot). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, at 80 percent, the valve was positioned at a lower position at a depth of 0mm on the non-coronary cusp (ncc) and a heart block was noted so the valve was planned to be implanted at a higher position. Upon release, the valve slowly migrated even higher position. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, the valve was explanted. The patient had an extended hospitalization. The implanter believes higher implant depth as the cause of migration. The patient was discharged.